Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to urgent care due to meter result and symptoms (lightheaded and dizzy). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 14-dec-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from 319, 297, 257, 263 and 264 mg/dl. The customer¿s expected am fasting blood glucose test result is "in the 130's" mg/dl and expected pm fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2023 she had obtained a blood glucose test result "in the 300's" mg/dl fasting and had been feeling lightheaded and dizzy. Customer had gone to urgent care, where customer's blood glucose test result had been 277 mg/dl fasting (10 minutes after testing with true metrix meter). No diagnosis/medical treatment had been provided to customer. Customer was not hospitalized: urgent care had advised customer to go to the hospital, but customer had returned home instead. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/31/2025 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1: 319 mg/dl date: (B)(6) 2023 time: 6:25 am fasting result 2: 297 mg/dl date: (B)(6) 2023 time: 5:12 am fasting result 3: 257 mg/dl date: (B)(6) 2023 time: 4:04 am fasting result 4: 263 mg/dl date: (B)(6) 2023 time: 3:23 am fasting result 5: 264 mg/dl date: (B)(6) 2023 time: 7:02 pm fasting.